Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the commander delivery system balloon ruptured circumferentially due to either sinotubular junction or annular calcium. Echo revealed successful deployment of the 26mm sapien 3 ultra resilia valve. When the delivery system was attempted to be retracted through the 14f esheath+, the team felt resistance and went in the contralateral side with a snare. They snared between the tip and distal marker and were able to pull the delivery system out through the sheath. No photos are available. The device was discarded by the hospital.

Manufacturer narrative:
Updated h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned f or evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio was provided and following was observed: calcification was present in landing zone. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed as the reported information was consistent with the investigation documented a technical summary. Available information suggests that patient factors (calcification) likely contributed to the event. The perceived root cause of balloon rupture was either stj or annular calcium, and review of the provided imagery confirmed the presence of calcification within the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through sheath was empirically confirmed . Available information suggests procedural factors (withdrawal of a burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.